Manufacturer narrative:
Bayer service performed a system checkout of the stellant d injector system. The system was found to perform to specification. The site continues to use the system daily without issue. The disposables used in the reported occurrence were discarded and unavailable for evaluation. In addition, lot numbers were not recorded; therefore retained samples could not be tested. Additional applications training has been offered to the customer; however they have declined. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The following information was obtained from bayer service: a (B)(6) year old male motor vehicle crash (mvc) trauma patient underwent a CT scan of the chest, abdomen and pelvis while connected to a stellant d injector system. Post procedure, the interpreting radiologist visualized air within the images; however the exact anatomical location of the alleged air was not provided. The patient was admitted to the hospital secondary to trauma injury for observation. No medical or surgical intervention was reported as a result of the air injection. Multiple attempts to obtain additional information from the customer have been made without response.